Event description:
The customer's mother reported a hospitalization due to seizures and a low blood glucose. The customer's mother also reported a leak in the reservoir compartment. She stated that the type of fluid is insulin. The blood glucose was 66 mg/dl at the time of the hospitalization and 146 mg/dl at the time the problem was reported. The customer's mother stated that her son was having low blood glucose throughout the weekend, which she stated, led to the seizure. The customer's mother also stated that the father did not adjust the insulin pump during the weekend. The customer's mother reported that the battery cap is worn down. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.